Event description:
It was reported via medwatch #5087974 that a suture detached and remained inside the patient causing perforation and abdominal abscess. The target lesion was located in the abdomen. A 12/25 expel drainage catheter was selected for use to drain an intraabdominal abscess. The suture material used to curl the ir catheter broke off in the patient's abdomen that led to recurrent abscess, infection, bowel perforation and serious life threatening medical problems. There is an ongoing surgical treatment that requires further reconstructive surgery. The bsc expel drainage catheter with twist loc hub 12 french x 25cm was used last 2017 in which the locking suture was broken off and perforated the duodenum and sepsis that was later identified in 2018. There were multiple operations and the patient continues to have significant medical problems realted to the detached suture which caused perforation and abdominal abscess. The patient was readmitted in 2017 for further treatment of multiple abdominal abscess in which the back end of the drain was cut, the drain was removed over a short non bsc wire and drainage catheter. Blistering of the skin adjacent to the drain was noted. The locking loop was formed and the positioning was in the abscess.the drain was not sutured or using secure device but was relying ont the locking loop to prevent dislodgement. Instead, gauze and paper tape were to sterilely cover the bsc expel drainage catheter. The catheter was removed and repeat the imaging was performed to ensure appropriate device placement. However, the malfunctioning of the locking mechanism the exchange of another non bsc catheter to was placed. The repeat of CT image was used with statlock system in placed and sterile dressing was applied in 2017. Later in 2018, the discharged with abscess drained with complex open ventral hernia was repaired. Subsequently, the patient was admitted with drainage from the wound. Cultures showed multiple enteric pathogens exploratory lap resection of chronic fistula that caused by bsc drainage catheter suture break. The hernia repair was compromised due to the detached suture eroded into the duodenum and created an abscess, fistula and sepsis breakdown. The patient was discharge. Currently in 2019, patient requires major surgery to repair the hernia. It was further reported that a 10 french catheter was placed and then replaced with a 12 french in (B)(6) 2017. The patient experienced continuing infection, duodenum perforation, intraabdominal abscess, sepsis, multiple surgical procedures, reconstructive surgery, and other maladies. The suture material was found to be 1 cm in length in 2018.

Manufacturer narrative:
1: initial reporter address (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported via medwatch #5087974 that a suture detached and remained inside the patient causing perforation and abdominal abscess. The target lesion was located in the abdomen. A 12/25 expel drainage catheter was selected for use to drain an intraabdominal abscess. The suture material used to curl the ir catheter broke off in the patient's abdomen that led to recurrent abscess, infection, bowel perforation and serious life threatening medical problems. There is an ongoing surgical treatment that requires further reconstructive surgery. The bsc expel drainage catheter with twist loc hub 12 french x 25cm was used last 2017 in which the locking suture was broken off and perforated the duodenum and sepsis that was later identified in 2018. There were multiple operations and the patient continues to have significant medical problems related to the detached suture which caused perforation and abdominal abscess. The patient was readmitted in 2017 for further treatment of multiple abdominal abscess in which the back end of the drain was cut, the drain was removed over a short non bsc wire and drainage catheter. Blistering of the skin adjacent to the drain was noted. The locking loop was formed and the positioning was in the abscess. The drain was not sutured or using secure device but was relying ont the locking loop to prevent dislodgement. Instead, gauze and paper tape were to sterilely cover the bsc expel drainage catheter. The catheter was removed and repeat the imaging was performed to ensure appropriate device placement. However, the malfunctioning of the locking mechanism the exchange of another non bsc catheter to was placed. The repeat of CT image was used with statlock system in placed and sterile dressing was applied in 2017. Later in 2018, the discharged with abscess drained with complex open ventral hernia was repaired. Subsequently, the patient was admitted with drainage from the wound. Cultures showed multiple enteric pathogens exploratory lap resection of chronic fistula that caused by bsc drainage catheter suture break. The hernia repair was compromised due to the detached suture eroded into the duodenum and created an abscess, fistula and sepsis breakdown. The patient was discharge. Currently in 2019, patient requires major surgery to repair the hernia.